Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. On event date the pt presented with return of back and left leg pain. The investigator noted the event as moderate in intensity. Postop MRI revealed granulation tissue. Maintained on neurontin and lorcet with marked improvement. Pt had epidural steroids preoperatively. The outcome of the event is continuing with treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as preop nerve root edema and preop nerve root damage.